Manufacturer narrative:
Correction to aware date of complaint - correct date is date of index procedure (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported infolding was confirmed on the films provided; however, the cause of the event could not be conclusively determined. Complete pre-implant cts did not allow for a more thorough assessment of the pre-implant anatomy. It was noted that the oversizing noted was not excessive in the conical neck. Contrast leakage was noted within the aneurysm sac and it is possible that this was type ia endoleak along with a retrograde flow into the aneurysm sac from the patent inferior mesenteric artery (type ii endoleak). Analysis of the returned films did not reveal any obvious stent graft integrity issues. B5; additional information received: it was reported that the proximal aortic neck diameter at the level of renal arteries was 25mm, dilating to approximately 29mm over the next 25mm then tapers back to 26mm at 40mm below the renal arteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correctio; update to b5 - the neck was wide and conical with mild neck calcification and thrombus present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: review of cts taken approximately 9 months post-index procedure showed a persistent small infold present. Endoleak was observed, more evident on the left aspect of the aneurysm sac, but it appeared most likely a type ii endoleak from a patent lumbar artery. There was no obvious retrograde flow from the inferior mesenteric artery as noted on previous review. The aneurysm sac had decreased in size. No graft thrombus was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. The proximal to renal diameter measures 25mm to 26mm with a neck length of 40mm. The aortic neck was described as ¿bulbus¿ approximately 15mm below the renals (26.7mmx30.3mm). Infrarenal angulation was 44 degrees and suprarenal angulation 5mm. The left internal iliac was occluded. It was reported 3 days post the index procedure, CT showed the main body esbf3214c103e was infolded. The physician recalled that during the index procedure that this graft seemed as if it was loaded incorrectly. The cause of the infolding is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.